Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a carotid procedure on unknown date in (B)(6) 2019 and suture was used. The suture broke in the middle. Another like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: during the visual inspection of the sample, the strand was received broken in two section and the suture ends present body fluids, marks and damaged caused appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, was an improper handling and the reported complaint is confirmed by an external cause. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device lot number pbq595, and no non-conformances related to the reported complaint condition were identified.